Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, crack in the case on the battery tube side. The pump was received without a battery cap. During testing an unexpected critical pump error 40 appeared; it was unclearable. Unable to perform the displacement and self tests and unable to confirm / not confirm stuck button alarms or pump error 23s due to the critical pump error 40. Attempt to download/upload using crest/thump was performed on a previous date and was successful. The adapt tool confirms that 61=stuck button alarms occurred on 07/09/2023 @ 18:22:09, 18:51:16, 18:58:05, & 19:01:31. The adapt tool also confirms the following pump errors occurred on the event date: pump error 130 occurred on 07/09/2023 @ 18:49:03; pump error 23 occurred on 07/09/2023 @ 18:48:04. The adapt tool does not list any other pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j6, j1, da2; pcba2--j1, lcd flex cable terminal; motor flex cable terminal, force sensor flex cable terminal. In summary, the customer¿s report of stuck button alarms was unable to be confirmed during testing. The critical pump error 40 is due to a hardware error. The pump error 130 is due to the corrosion on the motor flex cable terminal. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump buttons are not responding and also received the stuck button alarm it was unknown whether the pump was exposed to a change in altitude. Troubleshooting was performed and it was reported customer has a aa battery and also reported with the pump error 23. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.